Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra icw wand, the patient sustained a burn on the tongue. No further information was provided regarding the severity of the burn or treatment administered, however, no further patient complications have been reported.